Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the applicator inner shaft instrument which is inside the handle, has broken during implant placement maneuver. 10 minutes delay to surgery time. No patient harm reported. This complaint involves one part. This was an inital surgery. Fragments were genearted, but no parts left in patient all could be removed from patients body. No medical intervention needed. Proceudure succesfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6). Manufacturing date: 02.mar.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product evaluation was performed. The investigation of the complaint articles indicates that the: it can be assumed that implementation of excessive force led to the breakage of the proximal pin and therefore the failure of the instrument. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.